Event description:
(B)(4). My symptoms began two years ago but the calendar won't let me change the date. Symptoms of joint pains, swelling of extremities, enlarged abdomen, pelvic pain, chronic pain in hips that radiates down my leg, weight gain, tiredness.